Manufacturer narrative:
The event occurred in another country.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 7 mmol/l, 12 mmol/l, and 24 mmol/l. No actions taken based on device results. No adverse event reported. Replacement system was sent.